Event description:
The rfid chip detached from the lap sponge and was detected in the surgical site. The surgical incision was extended to locate the chip.

Manufacturer narrative:
A patient was undergoing a total hip replacement procedure. The surgical site was 'wanded' and indicated the presence of a lap sponge. The surgical incision was expanded and the rf chip from the lap sponge was located and removed. The facility did not retain the sample for evaluation and did not know the lot number of the device involved in the incident. They reported that the fabric pocket that holds the rf chip in place as split and apparently allowed the chip to fall out into the surgical site. We have had no other similar incidents reported to us for this device. A root cause was not identified and it has not been determined that a manufacturing defect existed. It is not known if the pocket may have possibly been damaged by a surgical instrument used during the procedure.